Event description:
It was reported a death occurred. On (B)(6) 2019 the patient underwent a radiofrequency ablation (rfa) procedure of the lung utilizing a 3.5 leveen needle and rf3000 generator. The patient was noted to have primitive lung cancer with asbestosis. The tumor was 22 mm and located in the right upper lobe. The patient experienced a pneumothorax, but no other complications presented related to the procedure. Twenty-four hours post procedure the patient experienced a pulmonary hemorrhage in the area the ablation was performed. The patient was transferred to another facility. Systemic artery embolization was performed and the hemorrhage stopped. However, two days post rfa the patient passed away due to lung and kidney failure, likely related to both their pre-existing chronic respiratory insufficiency and the hemorrhage.